Manufacturer narrative:
Following the investigation of the data log files from the subject event it was determined that the root cause is the occurrence of a known bug.

Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a case the first registration could not be completed because the patient was too far from the robot. The patient was repositioned and during the second attempt to perform the registration, there was a communication error when the robot arm was moving. Once the system was restarted, the case went on with no other problems.